Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were suspected. There were no electrical issues detected. Plans were made to explant the lead. Patient condition was stable and monitoring will continue at this time.